Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor also; alarmed button error followed by intermittent buttons due to corroded keypad traces. Unable to perform prime/a33 test, occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the screen froze during bolus and then the insulin pump alarmed button error. Blood glucose at the time of the alarm is unknown. The customer mentioned experiencing high blood glucose for about a month and the day prior to calling was 33 mmol/l. No troubleshooting done for high blood glucose due to the button error alarm. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.